Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. A review of the device memory confirmed the device reported an average power level higher than the calculated power level. This behavior was seen intermittently during analysis. The titanium case was then opened and an intermittent high current drain was noted. The current drain would fluctuate between normal and out of range values. The cause of the high current drain and subsequent early battery depletion was isolated to the lead switch capacitor within the integrated circuitry. Using photo emission microscopy, an anomaly was identified within the capacitor. Our product performance database was reviewed and this anomaly was confirmed to be a non-patterned issue. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and was at explant earlier than expected with abnormally high outputs. Additional information received indicates the device was explanted and was returned for analysis. No additional adverse patient effects were reported.